Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer changed all the supplies and the occlusion alarms continued. Blood glucose was 406 mg/dl. Tandem technical support had the customer perform a system check and the occlusion was found to be within the cartridge. Reportedly, the customer changed the cartridge to address the event.